Event description:
The adaptor was coiled under pt's skin causing pt a lot of pain. The device was removed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).